Event description:
The pt no longer has access to sound with his cochlear implant for one week. Pt was doing well before. The parents did not report any trauma.

Manufacturer narrative:
(B)(4). The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.